Event description:
Meter name: basic enhance. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak. A patient reported pt was unable to get a reading. Their meter allegedly would only prompt message "not ok". The result on their meter: results unknown. Treatment was: not treated. No further info has been reported.